Event description:
The glucose result appears to have been filed in the wrong record, though on the correct patient. There was no reported patient injury associated with this event.

Manufacturer narrative:
This MDR is being submitted late as this is part of our ongoing quality improvement activities. We have updated the risk assessment control record and the update had resulted in the assessment that this reported complaint meets the reportability criteria as outlined in the risk assessment control record for ge healthcare. A follow-up report will be filed when the investigation is complete. (B) (4).